Event description:
Via a sales rep the co received info from an optometrist reporting that a consumer experienced an eye infection requiring hospitalization (number of days unknown). According to the consumer, a test which was performed in the hospital showed klebsiella species, pseudomonas aeruginosa, gram-negative rods and stenotrophomonas maltophilia. The consumer used a contact lens of a frequent replacement program and the contact lens which was used when the symptoms occurred, were only 1 week old. The consumer used complete multi-purpose solution with these lenses. Further info was received from the optometrist indicating that the pt suffered from an infection of the anterior eye sector with a hole in the cornea. The adverse reaction occurred "suddenly". The symptoms have abated. The pt used complete on a daily basis. Info received on the phone indicated that the pt now wears 1-day contact lenses and glasses by turns. There is a scar on the cornea but generally the symptoms have abated and pt is doing well. Complaint unit was tested for the presence of bioburden. No microbial contamination was found in the complaint unit following testing and incubation. No pseudomonas species contamination was found. Complaint unit was tested to full shelf life specifications and was found to be within specification. Sponsor has requested add'l info from hospital/attending physician.